Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and valve embolization requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The device was not returned for evaluation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that procedural factors (i.e. Post dilation of the implanted valve and/or possible xt valve size mismatch) may have contributed to the malposition and valve embolization. Other potential contributing factors (e.g. Valve calcification degree) are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, during a transfemoral procedure in the aortic position the 26mm sapien xt valve embolized into the left ventricle requiring open surgical retrieval and replacement. As reported, the valve was deployed with 2ccs extra contrast solution added to the balloon nominal volume (24ml). The valve was positioned 50:50 and landed 80% ventricular. An echo noted a mild-to-moderate paravalvular leak (pvl); therefore, a decision was made to perform a post-dilatation. After 15 minutes, during positioning of the delivery system to post dilate, fluoroscopy noted that the valve had embolized into the ventricle. Subsequently, the patient had a drop in blood pressure but remained hemodynamically stable. The patient was converted to surgery and suffered a cardiac arrest. The sapien xt valve was extracted and a surgical valve was implanted. Per report, the patient remains in serious condition. During valve deployment, there was no loss of pacing capture. The coaxial alignment of the valve and delivery system, and the image intensifier angle, were reported as good. The patient¿s annulus diameter measured an area of 500mm.

Manufacturer narrative:
Additional follow up confirmed that the patient received a non-edwards surgical valve. In addition, the patient expired two days post implant of the surgical valve.